Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet system with a dexcom g7 and subsequently sought assistance to restart the system after a hospitalization, during which they had taken multiple daily injections of humalog and lantus before reconnecting. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and user education. Investigation included guided pairing of a new g7 sensor to the ilet, a full supply change, review of infusion set preparation, and resumption of delivery. Investigation of this case revealed that the user had been filling the cartridge-to-disconnect (cd) tubing only up to the anchor/disconnect point during supply changes, which could contribute to inadequate priming and hyperglycemia, but a definitive device malfunction was not identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.